Event description:
There was an allegation of questionable results with multiple patient samples using the cobas® hiv-1 (192t) assay tested on the cobas 6800 instrument. The customer observed an increase in hiv-1 sample titers ranging from 20-200 copies/ml. Data provided by the customer included multiple samples generating results of "titer min" with a value of 20 copies/ml. Specific examples include: on (B)(6) 2025, 1 sample with "titer min" 20 copies/ml. On (B)(6) 2025, 3 samples with "titer min" 20 copies/ml. On (B)(6) 2025, 2 samples with "titer min" 20 copies/ml. On (B)(6) 2025, 3 samples with "titer min" 20 copies/ml. Additional samples within the data set also generated results of "titer min" with titers ranging from 20-200 copies/ml as reported by the customer.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). A review of the data provided confirmed that all controls and quality standards were valid, with normal curves and no observed shifts. The reagent lot combinations used were also confirmed to be performing as expected. The investigation identified that sample handling and workflow during pre-analytic steps likely contributed to the observed results, potentially leading to proviral dna amplification. Contamination could not be excluded as a contributing factor. The investigation did not identify a product problem.